Event description:
It was reported that the patient underwent a distal pancreatectomy on (B)(6) 2014 and suture was used on the dermis of the abdominal wound. On (B)(6) 2014, during an outpatient visit with the physician, a lump was found along the incision on the abdomen and the patient reported pain when changing clothes. The physician opined that inflammation caused the event and pain medication was prescribed. On a follow-up visit on (B)(6) 2014, it was found that the lump became larger and patient still reported pain. A biopsy of the lump was performed and the surgeon opined that the object which was inside the patient¿s lump was the suture. The patient was prescribed additional medication for pain. Currently, the patient is well, doesn¿t have pain and the lump disappeared.

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch gp6743; batch gpm655; batch ha6764; batch hak623; batch hbm975. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.